Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a machine pressure sensor autozero failed alarm. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a machine pressure sensor autozero failed alarm, and the device was stuck in high flow therapy mode. During troubleshooting, the customer verified that the device displayed a 1108 error code (machine pressure sensor autozero failed). The rse provided the customer with the following instructions: verify pin alignment between the solenoids and the data acquisition (da) board, replace the solenoid valves (2 and 4), replace the da board. The customer was then provided with the part numbers for the replacement parts. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 16sep2024, 27sep2024, and 03oct2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.